Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-03494. It was reported the patient was unable to charge the cervical ipg for significant amount of time. In turn, the ipg became inoperable. The physician confirmed the issue. As a result, surgical intervention was taken wherein the ipg was explanted and replaced which resolved the issue. The patient received two scs ipg as a part of thoracic and cervical system. It is unknown which ipg belongs to the cervical system. Therefore, all the possible devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2016-03494. Additional information received clarified the ipg having serial# (B)(4) and lot# 3883264 was the one which was explanted and replaced.